Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport isp MRI. During the procedure, the physician discovered that one side of the white wing of the disc-wing introducer needle in the high-pressure implanted drug delivery device was allegedly found broken inside the packaging bag. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, two photos were provided for review. The first photo shows an infusion set inserted into the patient. The second photo shows the partial view of a clinician holding an infusion set. One of the butterfly wings is noted to be missing in both the photos. The missing wing appears to be broken and separated from the infusion set and the broken wing is noted on the green sheet. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport isp MRI. During the procedure, the physician discovered that one side of the white wing of the disc-wing introducer needle in the high-pressure implanted drug delivery device was allegedly found broken inside the packaging bag. There was no reported patient injury.